Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. It is believed that the patient¿s left ventricular lead is fractured however it is unknown if this has been confirmed through x-ray. Additional information made available from the field indicated that the crt-d was reprogrammed and no revision procedure will be performed. The crt-d remains implanted and no adverse patient effects were reported.